Manufacturer narrative:
On december 30, 2019, during preventive maintenance, the thermogard ivtm system (serial #(B)(4)) displaying error message "tcm ID:05" (coolant diff failure). The investigation findings revealed that the root cause of tcm ID:05 error was due to a damaged coolant sensor block in which is likely attributed to normal wear and tear. The thermogard xp ivtm system was manufactured in december 2011 and it is 9 years old, well past beyond its expected serviceable life of 5 years. The coolant sensor block was replaced to remedy tcm ID:05 error. No physical damage was observed on the thermogard xp ivtm system during visual inspection. After part replacement, the thermogard system was re-evaluated and passed all the functional tests without any fault or error. Thermogard xp ivtm system is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard ivtm system with serial number (B)(4).

Event description:
During preventive maintenance on december 30, 2019, the thermogard xp ivtm system failed the functional test, displayed tcm ID:05 (coolant diff failure).